Event description:
The patient suffered a stroke on the same date as the index procedure. Cerebroprotective agent was dosed for treatment. Anticoagulation was continued. The investigator assessed that there was no relationship between the event and the study device and it was unknown if there was a relationship between the event and the procedure. The date of the previously reported patient death was confirmed to have occurred two days post index procedure (previously reported to have occurred one day post index procedure). Two days post index procedure the patient suffered an mi. CPR was attempted however, the patient died the same day. The investigator assessed that there was no relationship between the event and the study device and it was unknown if there was a relationship between the event and the procedure.

Manufacturer narrative:
(B)(4). Results: cerebrovascular accident, mi. Conclusions: cerebrovascular accident, mi.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).

Event description:
The physician was treating a target lesion in the right ica. Moma was delivered. The balloons were inflated for occlusion. A guidewire was attempted to cross the lesion at ica, but did not cross due to the narrowness of the cca. The moma was retrieved once and then re-inserted again. There was no problem with treatment of ica. The procedure moved to pta to treat left subclavian artery. The left vertebral artery was reported to have been occluded. It was reported that the patient died one day post index procedure. The death was assessed as a cardiac death. It was reported that the occlusion of the left vertebral artery may have impacted on the patient death. Physician assessed that there was no relation to the moma.